Event description:
It was reported that a cot dropped. No patient involvement or adverse consequence reported.

Manufacturer narrative:
The customer reported that a screw in the locking mechanism backed out and caused the cot to drop. The customer has stated that they are not able to perform preventative maintenance as specified in the manual because they do not monitor uses. The maintenance scheduled is based on cot usage amounts. Several pictures were submitted and evaluated relative to this reported event.